Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: snaring of separated shaft. Device issue: shaft separation. It was reported that the procedure was to treat a lesion in the cx. As the 2.5 x 18 mm xience was advancing the lesion, the shaft became slightly kinked due to the tortuosity in the iliac. The stent was still able to cross the lesion, but was slightly distal and as the delivery system was pulled back for proper stent placement, the shaft separated at the kinked location. The separation occurred just proximal to the guide wire exit. The proximal portion was removed, but the distal shaft had to be snared from the pt. Another company's stent was then used to complete the procedure. There were no pt effects. No add'l event or pt info is available.

Manufacturer narrative:
Eval summary: qa analysis revealed that the stent delivery system (sds) was returned with blood in the guide wire lumen and on the balloon. There was contrast in the inflation lumen and on the balloon. The stent implant was stationary on the balloon between the markers. There was no damage noted to the stent implant. The balloon was tightly folded. The hypotube and jacket were separated 52.5 cm distal to the strain relief tubing. The material was stretched and jagged at the separation. The fracture faces were ovaled as if the hypotube was kinked prior to separating. There were multiple kinks through out the entire length of the hypotube. There was no other damage noted to the sds. Product performance engineering reviewed the incident info and analysis of the returned product. Analysis of the returned product is consistent with preparation for use, insertion into the pt anatomy and hypotube and jacket separation. The material was stretched and jagged at the separation, suggesting tensile overload. The fracture faces were ovaled as if kinked prior to separation, which is consistent with the reported info. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. In this case, it is likely that the device kinked during advancement and subsequent handling contributed to the reported shaft separation which required removal of the distal portion with a snare device. The mfg records were reviewed, and did not reveal any non-conformances that could have contributed to this complaint and all lot release testing met spec. In this case, the reported kink and shaft separation appear to be related to the operational context of the procedure, and there is no indication of a product quality deficiency. Product performance engineering will monitor the incident circumstances. To ensure this type of damage is not a result of a mfg deficiency, all sds are 100% inspected for kinks on the mfg line. Additionally, a sampling of units is tested to verify lumen integrity. This MDR is considered closed by the product performance group.